Event description:
This is a report of a home patient (hp) who re-used a set of supplies. This occurred on the homechoice (hc) while the hp was connected during dwell. During troubleshooting it was noted that the patient noticed they hadn't secured a tight connection between a supply line and a supply bag. The patient disconnected the line and then reconnected it to the supply bag in order to make a tighter connection. The use error were explained to the patient and the patient would finish therapy using new supplies. There was patient involvement, however, there was no adverse event indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the labeling for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.